Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 314.05 lot number: 4619164 release to warehouse date: 08jul2003 manufacturing site: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several instruments at the facility are discolored. The cannulated 4.0mm hexagonal screwdriver, the periosteal elevator 3mm curved blade (straight edge), the periosteal elevator 3mm curved blade (round edge), and the holding sleeve. When peel packed, the handles are leaching a brown substance on the backing of the peel pack. The handles have a dull, rough finish. There was no patient involvement. This complaint involves four (4) devices. This report is for a screwdriver. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in approximately 15 system technique guides. The returned device was examined and the complaint condition was not able to be confirmed as no brown leaching substance was identified and the peel pack was not returned. The phenolic material handle does have texture for tactile feel by design, but reported condition of rough and dull are not confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. It is possible that the facility has used sterilization parameters outside of synthes recommendations on the returned 14+ year old instrument causing the reported complaint condition but this cannot be confirmed based on the received condition of the device at customer quality (cq). Synthes recommendations for instrument sterilization parameters can be found in the "instructions for processing synthes reusable medical devices - instruments, instrument trays and cases" in relevant technique guide. A material hardness review was not performed for the handle as the phenolic material handle does not have a hardness specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date reported incorrectly on initial mw, it should have been december 6, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.